Event description:
It was reported that the patient presented for generator change due to normal elective replacement indicator (ER). During the procedure, it was noted that the set screw was stripped and caused difficulty to remove the set screw. The procedure continued with the new pacemaker implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The device was returned for analysis. Visual inspection of the header noticed the ventricular septum damaged, and setscrew stripped off consistent with inserting the torque wrench off-center at angles to the setscrew, by the end-user. Visual inspection and electrical testing of the device did not fin any anomalies.